Event description:
A clinician experienced a sharps injury during a lead placement procedure. The stimulating probe was inserted into the percutaneous sleeve, without resistance, to facilitate identification of the lead placement target during the initial stimulation testing phase of the procedure. After stimulation testing, the clinician reportedly encountered resistance while attempting to remove the stimulating probe from the percutaneous sleeve. Although the components were successfully separated, reportedly using nontrivial force, the skin on the clinician's thumb was pierced in the process. The stimulating probe that punctured the physician's skin was bloody and the blood on it was from a patient who has a known history of hepatitis b virus (hbv). Following the sharps injury, the clinician and the patient undergoing the lead placement procedure reportedly underwent diagnostic testing and the clinician commenced postexposure antiviral prophylaxis. No injuries to the patient undergoing lead placement were reported.

Manufacturer narrative:
The complaint reports that a clinician experienced a sharps injury during a lead placement procedure. Per the complaint description, the stimulating probe was inserted into the percutaneous sleeve, without resistance, to facilitate identification of the lead placement target during the initial stimulation testing phase of the procedure. After stimulation testing, the clinician reportedly encountered resistance while attempting to remove the stimulating probe from the percutaneous sleeve. Although the components were successfully separated, reportedly using nontrivial force, the skin on the clinician's thumb was pierced in the process. Per follow-up with a representative in contact with the clinician, the stimulating probe that punctured the physician's skin was bloody and the blood on it was from a patient who has a known history of hepatitis b virus (hbv). Following the sharps injury, the clinician and the patient undergoing the lead placement procedure reportedly underwent diagnostic testing and the clinician commenced postexposure antiviral prophylaxis. Note that information was not supplied for this investigation about the type of screening performed, the results of that screening, and the identity of the prophylactic medication taken by the clinician. Given that resistance was encountered when attempting to separate the stimulating probe and percutaneous sleeve, it is possible that a defect in one or both components may have been related to the issue in this complaint. However, such defect(s), if present, would be expected to cause resistance when the stimulating probe is inserted into the percutaneous sleeve, but this reportedly did not occur. Therefore, it is also possible that the issue in this complaint was not caused by device defect(s) and may instead have been related to suboptimal handling of the system components (e.g., excessive force may have caused a bending moment that resulted in resistance from deformation and/or increased contact between system components during use). Note that the sprint pns system clinician instructions for use (l0218-man-000[b]) recommends clinicians to "[h]andle the sprint microlead, its introducer, percutaneous sleeve and stimulating probe with extreme care. They may be damaged by excessive traction or sharp instruments." And "do not bend, kink, or stretch the lead body or its introducer, percutaneous sleeve, or stimulating probe." The existence of device defects cannot be confirmed or refuted, and additional investigation of the system is not feasible since the product described in this complaint was reportedly disposed of. Note that clinical staff are extensively trained in the handling of sharps to prevent injury and infection, and the sprint components do not present any new or greater risks to clinicians handling sharps in a clinical setting. Although the resolution of the issue experienced by the clinician is unknown at the time of investigation, no other issues related to the sharps injury described in this complaint were reported. If additional information becomes available regarding the resolution of the reported issues, this investigation will be updated. A review of the device history record was performed and no anomalies were found. If additional information becomes available regarding the resolution of the reported issues, this report will be updated.